Event description:
It was reported that the customer's insulin pump stopped and then beep while inserting the battery. Advised the customer that the device is replaced. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that after the battery was installed the insulin pump started up and frozen at the number 3 followed by an unexpected constant audio tone alarm due to a faulty component on the motherboard.